Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was "not working right". Follow up with the patient's clinic indicated degradation of the bipolar configuration. The lead demonstrated a downward impedance trend and was programmed to unipolar. The lead remains in use with plans to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.